Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a severed deformation and a deformed outer coil between 3 cm and 7.5 cm distal to the is-1 connector pin. Furthermore the shock coil was found deformed. Based on the characteristics, these damages most likely resulted from the explant procedure. Further investigations did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 35 months, out of range impedance measurements and a suspected lead fracture were reported. The lead was explanted, but not returned. The implant date was not provided. No adverse patient side effects have been reported.